Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device fired normally for the 1st and 2nd firing. On the third fire the staple was a scissor formation and they continued to fire; the fourth firing the clip ejected. They completed the procedure with a new like device. There was no patient consequence reported.